Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards affiliates in canada, during a transcatheter aortic valve replacement (tavr) procedure using a 26 mm sapien 3 ultra valve via transfemoral approach, during the procedure, blood was observed in the syringe during balloon deflation, and a balloon rupture with a small longitudinal tear at the proximal end of the balloon was noted. Valve alignment had been performed in a straight section of the anatomy. The event was attributed to a calcified nodule on the sinotubular junction per the implanter's opinion. The valve was fully deployed, no actions were taken, there was no difficulty withdrawing the delivery system, and the procedure was completed. No patient injury or complication occurred, and the patient remained in stable condition. The device was discarded at the hospital.

Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, and investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause of these events has historically been due to calcification in the landing zone or over-inflation of the balloon. The reported event of balloon burst has been confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. In this case, available information suggests patient factors (calcification) likely contributed to the event as provided information indicated presence of a calcified nodule on the sinotubular junction. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.